Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm. Customer¿s blood glucose level was 114 mg/dl. Troubleshooting was not completed due to customer did not have new batteries to use. Insulin pump will not be returned for analysis.